Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, an altitude alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, the customer reloaded the cartridge, and insulin delivery was resumed successfully. The customers blood glucose level was 140 mg/dl.